Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator due to suspected premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular lead had higher than normal output and was set at a safety margin of two times the threshold value. The lead remains in use. No patient complications have been reported as a result of this event.